Event description:
It was reported that, "dr (B)(6) was removing the guide inserter when the tip broke off into the implant. The tip was removed from the implant with a tonsil."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.